Manufacturer narrative:
Device was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify missing segment or display anomaly due to blank display. Device was received with cracked case (battery tube), cracked battery tube threads. Device p-cap or test reservoir does lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing white screen and a crack on the back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.